Event description:
At the beginning of the procedure to perform a left ventriculogram, the pre-filled optiray 75 ml syringe was in the barrel. The injector was set to deliver 25 ml over 20 ml/second. The pigtail catheter and the pressure tubing were free from kinks and the introducer stopcock was open. When the firing button was depressed, contrast began to flow and a small puff of dye could be seen on fluoroscopy entering the left ventricle. There was a loud snapping sound, and contrast ceased flowing into the ventricle and began to pour from the injector barrel onto the sterile field. The syringe was removed from the barrel and noted to be fractured from the base to the front.